Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had history anomaly. The customer's blood glucose level at the time of incident was 120mg/dl. It was reported that the bolus history was missing. Troubleshoot was declined. The customer states they would be speaking with their healthcare provider.